Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor and needed help resolving issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error did not reappear after reset, and successfully started new sensor session, with no additional follow-up needed.